Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation /essure implant was visible through the serosa on the left fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concomitant products included cannabis sativa (cannabis). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion/on the right side, the essure implant was not visible"), neuromyopathy ("neuromuscular problems,"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms,"), allergy to metals ("nickel sensitivity,"), genital herpes ("vaginal herpes"), neck pain ("sore neck"), herpes zoster ("shingle outbreaks"), alopecia ("loss of hair"), onychomadesis ("loss of nails"), headache ("headaches") and proctitis herpes ("rectal herpes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dyspareunia, device extrusion, neuromyopathy, infection, urinary tract disorder, autoimmune disorder, allergy to metals, genital herpes, neck pain, herpes zoster, alopecia, onychomadesis, headache and proctitis herpes outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device extrusion, dyspareunia, fallopian tube perforation, genital haemorrhage, genital herpes, headache, herpes zoster, infection, neck pain, neuromyopathy, onychomadesis, pelvic pain, proctitis herpes and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation /essure implant was visible through the serosa on the left fallopian tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concomitant products included cannabis sativa (cannabis). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion/on the right side, the essure implant was not visible"), neuromyopathy ("neuromuscular problems,"), infection ("infection"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms,"), allergy to metals ("nickel sensitivity,"), (B)(6), neck pain ("sore neck"), herpes zoster ("shingle outbreaks"), alopecia ("loss of hair"), onychomadesis ("loss of nails"), headache ("headaches") and (B)(6). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dyspareunia, device extrusion, neuromyopathy, infection, urinary tract disorder, autoimmune disorder, allergy to metals, (B)(6), neck pain, herpes zoster, alopecia, onychomadesis, headache and (B)(6) outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, device extrusion, dyspareunia, fallopian tube perforation, genital haemorrhage, (B)(6), headache, herpes zoster, infection, neck pain, neuromyopathy, onychomadesis, pelvic pain, (B)(6) and urinary tract disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.